Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found clavicular crush damage at 22.0 cm to 23.5 cm from the connector pin; both insulations were damaged and the outer coil was crushed at the same location.

Event description:
This report is to advise of an event observed during analysis.